Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination revealed 5mm longitudinal tear in the balloon wall .5mm proximal of the markerband. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination revealed that the distal tip was damaged. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2015. Same case as MDR ID# 2134265-2015-04257. It was reported that crossing difficulties were encountered. The 98% stenosed, diffuse target lesion was located in the moderately calcified and moderately tortuous anterior tibial artery (ata). A 1.5mm x20mm x143cm coyote es balloon catheter was advanced for dilatation and was inflated at the proximal side of the lesion. However, on the first inflation, the balloon ruptured. The physician completely removed the devices from the patient and exchanged with another 1.5mm x20mm x143cm coyote es balloon catheter which failed to cross the lesion. The procedure was completed with a 1.0mmx60mm non-bsc balloon catheter. No patient complications were reported and the patient's status was good. However, returned device analysis revealed a longitudinal balloon tear.